Event description:
Customer reported that the insulin pump was not in use for an extended period of time and she needed to program the settings; customer inserted new battery and received an unexpected restart alarm. Blood glucose level 297 mg/dl; customer treated with manual insulin injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.